Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. The patient further described cause as possibly due to ¿contracting a bug while in a hot tub¿, however, this was not medically confirmed. On an unknown date, the patient received an unknown antibiotic (dose, route, and frequency not reported). On an unknown date, the patient was retrained on proper aseptic technique. Six days after being admitted, the patient was discharged from the hospital. At the time of this report, the patient was recovered, and dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the product code and lot number are unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).